Event description:
Implant date : 1993. X-rays taken on 1/26/95 show a pseudoarthrosis and a broken rod on the left side. Pt underewent an anterior fusion on 2/13/95 for repair of the pseudoarthrosis. Device has not been reported to have been explanted.